Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. The cause of death was cardiac failure. It was not reported if an autopsy was performed. It was not reported if the patient was hospitalized leading up to their death. Peritoneal dialysis therapy was ongoing at the time of death. No additional information is available.